Event description:
A customer reported error message ¿2070 clogging detected during specimen suction by main arm¿ while running quality control (qc) on the aia-2000 analyzer. The customer restarted the analyzer and allowed it to perform the warmup to flush the main arm, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, fse found the main arm sampling nozzle clogged with serum. Fse performed a flush and cleaned the sampling nozzle, verified the sampling nozzle pressure sensor and within specifications. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6)2022 through aware date (B)(6)2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2070) clogging detected during specimen suction by main arm cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). Solution: verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube, and retry the measurement. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to sampling nozzle assembly was clogged.